Event description:
Original procedure date was in 2000. Pt was admitted with gi bleed with surgeon a. Right hemi-colectomy was performed. Instrument used was ta 55 4.8. Pt returned five days later with surgeon a. Reoperation was for abdominal exploration with ileocolic resection, mobilization of the spleenic flexure and re-anastomosis. Product used was a ta 90 4.8 with lot# p8k34. One dlu was used. In 2000, the same pt returned to surgery with surgeon a. Preoperative analysis: leakage at the re-anastomosis site. Post operative diagnosis: same. The procedure was a laparotomy, enterolysis with preoperative ileocolic resection and ileostomy. Product used at that time was competitive. The instruments will be disassembled for analysis, but no destructive testing will be conducted. The instruments will be reassembled after the analysis is complete. The instruments will then be returned intact to the hospital. Please reference memo in file.